Event description:
Device 1 of 4. Reference MFR report: 1627487-2011-04532, 04533, 04534. It was reported the patient's system was auto-reducing in amplitude and the stimulation was turning off. The patient was scheduled to meet with her physician. Follow up identified the physician was to remove the patient's system. Further follow up regarding the status of the issue was unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.